Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 500 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin. The customer was released from the ICU on (B)(6) 2023 with no permanent damage and the reported issue resolved. Reportedly, the cause for the reported issue was due to multiple intermittent incomplete bolus alert occurring. Tandem technical support educated the customer on incomplete bolus alerts; however, the customer alleged the incomplete alerts are occurring inappropriately. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.